Event description:
Lubricant isn't working as well as she thought [device ineffective] ([aching (r) knee]) synvsic injection for torn meniscus with no reported adverse event [drug use for unapproved indication] case narrative: initial information received on 25-jul-2023 regarding a solicited valid non-serious case received from a consumer/non-hcp, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc. This case is cross linked with case: (B)(4) (multiple devices used in same patient) this case involves a 67-year-old female patient whose lubricant isn't working as well as she thought while being treated with hylan g-f 20, sodium hyaluronate (synvisc) injection for torn meniscus with no reported adverse event. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Her concurrent conditions included torn meniscus and pain in the knee. On (B)(6) 2023, the patient started using hylan g-f 20, sodium hyaluronate injection (dosage, frequency, batch number, expiry date: unknown) via intra-articular route for osteoarthritis and torn meniscus in right knee (product use in unapproved indication)(latency: same day). Information for batch number and expiry date requested. In (B)(6) 2023 the patient developed a non-serious event "lubricant isn't working as well as she thought "(device ineffective) (unknown latency) following the first dose intake of hylan g-f 20 and sodium hyaluronate. In (B)(6) 2023 the patient developed a non-serious event "major aching in her knee" (arthralgia) (unknown latency) following the first dose intake of hylan g-f 20 and sodium hyaluronate. It was reported "patient experienced major aching in her knee (arthralgia) and went to take steroid on (B)(6) 2023 as lubricant was not working as well as she thought. It is unknown if there were lab data/results available." Action taken: not applicable for all the events. Corrective treatment: unspecified steroid for arthralgia. Outcome: not recovered/ not resolved for device ineffective and unknown for product use in unapproved indication reporter causality: not reported for all events. Company causality: not reportable for all events. Based on information previously received, the following information have been amended. The case was updated to non-serious due to deletion of seriousness criteria from the events. Additional event of product use in unapproved indication was added. Arthralgia was updated from "diagnosis" to "symptom" of event device ineffective. Company causality was updated for arthralgia from reportable to not reportable. Local comments: *downgrade*.

Event description:
Major aching in her knee [aching (r) knee] ([device ineffective]). Case narrative: initial information received on 25-jul-2023 regarding a solicited valid serious case received from a consumer/non-hcp, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: unknown; country: (B)(6). Study title: patient support program involving synvisc. This case is cross linked with case: (B)(4). (Multiple devices used in same patient). This case involves a 67-year-old female patient who experienced major aching in her knee with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Her concurrent conditions included torn meniscus and pain in the knee. On (B)(6) 2023, the patient started using hylan g-f 20, sodium hyaluronate injection (dosage, frequency, batch number, expiry date: unknown) via intra-articular route for osteoarthritis and torn meniscus in right knee. Information for batch number and expiry date requested. On the unknown date of (B)(6) 2023, after the latency of few days of starting the treatment with hylan g-f 20, sodium hyaluronate, patient experienced major aching in her knee (arthralgia) and went to take steroid on (B)(6) 2023 as lubricant was not working as well as she thought (device ineffective). It is unknown if there were lab data/results available. Action taken: unknown. Corrective treatment: steroid for major aching in her knee. Outcome: not recovered/ not resolved for major aching in her knee. Reporter causality: not reported for major aching in her knee. Company causality: reportable for major aching in her knee. Seriousness criteria: intervention required for arthralgia.